Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of yaw pulley broken to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.050 x 0.160. The root cause of broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional observation not reported by site was that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.052 - 0.238" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps had insufficient grips. A backup instrument of same kind was used to continue the procedure. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that no fragment fell inside of the patient.